Event description:
Complaint received that the bed was alarming - no turn assist. No injury reported.

Manufacturer narrative:
Technician found that the CPR valve was not functioning. Replaced CPR valve to resolve this issue. Bed was swapped out due to the cushion being deflated in the ctr.